Manufacturer narrative:
(B)(4). Mfg. Site name- coherent inc. Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on june 12, 2018 that a flexiva 200 laser fiber was used during a transurethral ureterolithotripsy (tul) procedure performed on an unknown date. According to the complainant, during the procedure, when the physician stepped on the footswitch to start irradiating, it was noted that there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.